Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. The lcd board was ok. No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that the insulin pump had a blank display. The customer's father reported that they received a button error alarm and battery out limit alarm. The customer's blood glucose was 435 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's father stated that the battery compartment and spring were neither damaged nor corroded. The customer's father stated that the battery cap was not missing or damaged. The customer's father was advised to clean the battery cap with cotton swab with alcohol. The customer's father reported that the display returned. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.